Event description:
It was reported that the patient presented with intermittent output, a bradycardic heart rate in the 40s, and the device could not be interrogated. The device was replaced. No patient complications have been reported as a result of this event. Further information received reported early battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: testing revealed that the device had no output and no telemetry. Further testing confirmed that the device had high current drain that varied from being slightly high to being very high. The device would lose its telemetry and pacing abilities when the current drain was in a very high current drain state. It was determined that high current leakage in a filter capacitor was the cause of the high current drain in the device. It was reported that the patient presented with intermittent output, a bradycardic heart rate in the 40s, and the device could not be interrogated. The device was replaced. No patient complications have been reported as a result of this event. Further information received reported early battery depletion. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure (select specific code from category d) capacitor device was out of specification in a manner that relates to event interrogate, difficult to premature eri (elective replacement indicator).